Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4470 boston scientific lead, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising capture threshold. It was undetermined which active rv lead was being used for the pace/sense function. Follow-up did not yield any additional information. Both of the active rv leads remain in use. No patient complications have been reported as a result of this event.